Event description:
On 03-JUL-2026 the reporter reported that on (b)(6)2026 the user experienced hypoglycemia with blood glucose (BG) levels in the 30 mg/dL range following use of the iLet Bionic Pancreas System. The user self-treated the hypoglycemic episodes with oral carbohydrates. No long-term health effects were reported.

Manufacturer narrative:
The complaint investigation was performed by evaluation of the device engineering logs. Device failure was unconfirmed. Review of the engineering logs for the reported event on (b)(6)2026 identified factory resets but no malfunction alerts. A Dexcom G7 sensor was in use. Unless otherwise stated, no motor errors were observed to indicate inaccurate insulin delivery relative to delivery requests. Review of the CGM data demonstrated that the iLet operated as intended by appropriately adjusting insulin delivery in response to CGM glucose values, generating expected alerts, and continuing regular insulin delivery when CGM glucose was above 80 mg/dL and insulin was available. The reported allegation of improper insulin management could not be confirmed.No product was returned for evaluation; therefore, a physical device examination could not be performed. A Device History Record (DHR) review was not performed because the serial number was not available.